Event description:
It has been reported to philips that upon a reboot of the device, it gave a message indicating a button was active during start up, which would prevent successful booting. The system was in clinical use. The patient was moved to another laboratory to complete the procedure. A philips field service engineer (fse) inspected the system onsite. It was found that the hand switch was stuck in the preparatory position and needed to be replaced. The hand switch was replaced, which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment. The issue was completed as planned by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that geometry module has a rattling sound. Upon troubleshooting, it was found that the geometry module was worn. The philips engineer replaced geometry module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.